Event description:
During the procedure, the brk needle punctured the sheath during the transseptal puncture in the right atrium. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: b5, d9, e1, g3, h2, h3. One 8.5f swartz braided introducer dilator was received for evaluation. The sheath was not returned. The dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current abbott inventory was inserted and advanced through the dilator; however, the needle could not be advanced past where the perforation was located. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The swartz braided transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator. The brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the dilator puncture is consistent with not following the instructions for use.

Event description:
During the procedure, the preshaped brk needle without stylet punctured the sheath during the transseptal puncture in the right atrium. Another sheath and needle were used to complete the procedure with no adverse consequences to the patient.